Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced chest pain. It was reported the patient was having problems priming the patient line during setup so had to re-prime on most nights and still noticed air bubbles on patient line before connecting for therapy. The patient was hospitalized for the event and treatment was not reported. At the time of this report, the patient was still hospitalized. The patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the device logs revealed no findings that could have caused or contributed to the reported difficulty. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Using a lab cassette, the device was able to prime properly and reacted appropriately when air was purposefully introduced to the system. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.